Event description:
Reported by the complainant as follows: on 15th may, the orthopaedic surgeon reported to complainant that a pt had developed a lower rectovaginal fistula following the use of flexiseal fms, and it was their opinion that the product may have been a factor in the development of the necrosis that resulted in fistula formation. The pt has subsequently undergone surgery for loop colostomy. The original reason for admission to hospital being a fractured femur requiring distal fixation - this failed, became infected and the pt was very ill. The fms was in situ for 2 - 3 weeks because of perineal skin breakdown due to diarrhea.

Manufacturer narrative:
(B)(4). This event was originally assessed and deemed not reportable per the convatec MDR procedure in (B)(6) 2009. However, during a recent FDA inspection from (B)(6) to (B)(6) 2010 (which included consultative review of this case between the investigator and osb). It was determined that the serious injury described in this event was reportable under 21 cfr part 803. (B)(4)